Event description:
Patient reported three infusion sets leaked insulin near the luer lock after a few days of use. He did not over-tighten the luer lock, and the infusion tube did not get caught on anything. He became aware of the leak when his shirt was wet, and he tested his blood glucose and it was 21 mmol/l (378 mg/dl). He changed the adapter and infusion set, and he tested his blood glucose again and it was 22 mmol/l (396 mg/dl). He delivered a bolus to treat hyperglycemia. The alleged infusion sets and adapter were discarded but one unused infusion set will be returned for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The reference samples were analyzed against the customer's allegation. The complaint describing a leaky on the luer cannot be verified, material meets product specifications. The reference samples were visually inspected and tested for flow, leak and connector. All test results were within specifications. The problem mentioned by the customer could not be reproduced. No product returned for evaluation.